Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the charging difficulties, the stimulation being too high and the neck ins not working was not determined; the hcp said "except for the patient not charging". The hcp stated that the patient declines to come for reprogramming and stated that it was too difficult to charge. The hcp said that the charging difficulties and the ins not working has not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ nonmalignant pain/ failed back surgery syndrome. It was reported that the patient had a neurostimulator (ins) for her back and one for her neck. It was reported both her and her husband are handicapped and it was hard for them to charge her ins's. Patient was not able to charge herself because she had to completely be still when charging. Patient has arthritis in her wrists and confirmed not related to the device. Patient stated her stimulators were not working anymore. Patient stated her neck ins was charged and was working right now but it does not work very good. Patient stated it helps a little bit but not a whole lot. Patient services (pss) called back to get the event dates. Patient denied and clarified that the neck ins was working fine and helping her. She just can't handle stimulation too high. Patient stated she has not charged her back ins for a long time; it does not work anymore. Patient stated it stopped working 3 months ago. Patient explained she had not been using it and it had not been charged for like 3 months because she is handicapped and could not charge and her husband could not help her. Patient stopped charging and turned the back ins off. Patient first stated there was a little bit of juice in there but she had not used it. She then stated there was not much juice left. Patient then reported she stopped using the back ins, was because it hurt her too much when it stimulated. She could not tolerate it. It made her very nervous and jittery and she did not like that feeling. Patient first stated the back ins was on the right side of the body then corrected herself and stated it was on the left side. The right ins was the neck ins. Patient was not clear on implant dates for back ins and neck ins. Patient called to get MRI guidelines. Patient had not charged in 3 months and has not checked if she is able to connect. Reviewed ins will deplete if patient does not charge and she might not be able to go into MRI mode. No further complications were reported/anticipated.